Event description:
Customer reported via phone, she was experiencing high blood glucose of 319 mg/dl. Customer stated there were air bubbles in the reservoir the size of a pea. Customer stated the insulin pump was not rewound with the reservoir in place. Insulin was not stored in room temp was advised to allow the insulin to reach room temp. Customer declined troubleshooting. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.